Manufacturer narrative:
(B)(4). Date sent: 2/24/2026 additional information was requested, and the following was obtained: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Was there any other issue besides malformed staples? The staples did not form a b-shape; the staple legs appeared straight.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Was there any other issue besides malformed staples? A manufacturing record evaluation was performed for the finished device gst60g with lot number 604d53; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were poorly formed at the overlapping area. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows tissue with a staple line. However, due to tissue on staples line proper/improper form of staples cannot be determined. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 604d53, and no non-conformances were identified.